Event description:
Reporter noted four cases of endophthalmitis 3+days post-op at this clinic in 2003. Patient 4 of 4: cultured aqueous humor and vitreous: negative. Treated with intravitreal antibiotics. Prognosis is good.